Event description:
It was reported that, "during the extraction of the rod, the doctor was using a slap hammer on the universal rod connected to the femur targeting device and the end of the target device where it connects to the rod broke. When it was attached it was tight and secure."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.